Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the patient never had symptom relief after her basic evaluation in (B)(6) of 2015. There were multiple programming attempts made and several impedances on her lead had existed. This was in (B)(6) of 2015. The patient also noted that the sensation of the stimulation was an uncomfortable feeling in her rectum. There was a lack of symptom relief after the full implant. There was reprogramming performed again and an impedance check in (B)(6) of 2015. She had several impedances. The interventions/actions taken to resolve the issue included a lead revision. The issue was resolved as of (B)(6) 2015. It appeared on fluoroscopy that the patient's lead was placed in the s4 foramen. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No follow-up was required as all information needed was reported. If additional information is received, a follow-up report will be sent.